Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site, confirmed the errors c-02 and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have errors c-34 on mono coagulation at start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (iesu) had a c-34 error and various other errors. The customer attempted to resolve the error by swapping the energy cord, swapping instruments, and power cycling the iesu. The customer disconnected the iesu external pedals, and the unit was still faulting. The site had another available tower. The customer switched to a new vision side cart (vsc) and iesu. The procedure was converted to another da vinci system with no report of patient injury.